Event description:
A patient (B)(6) was enrolled in the (B)(4) study for stress urinary incontinence. The patient was injected with 1.0 ml of coaptite on (B)(6) 2010. The patient reported a urinary tract infection on (B)(6) 2010. Urinalysis testing indicated infection was present and a seven day course of antibiotics was prescribed. The event was assessed as mild in severity and not device related. The patient received a second coaptite injection of 1.0 ml on (B)(6) 2010 and developed urinary retention. The patient received a bladder ultrasound and was treated with foley catheterization. The catheter was removed on (B)(6) 2010. The event was assessed as mild in severity and device related.

Manufacturer narrative:
Implanted date: (B)(6) 2010. Additional lot used: catalog #8005p10, lot #1017308, exp: 02/01/2013. Device manufacture date: (B)(6) 2010. A review of the device history records indicates both of the reported lots #1014812 and lot #1017308 met all testing specifications prior to release and no abnormalities were noted.